Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographics info: age, gender, weight, bmi. Date of the procedure? Lot number? What were the current symptoms following the index procedure? Onset date? Date of re-operation? What was the appearance of the suture on re-operation. Was suture found broken? If yes, where was suture found broken? Did the patient experience wound dehiscence? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the event? Please explain how the suture was placed? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the surgeon¿s opinion of the causative factors for this event? What is the patient¿s current status? Will the actual product or representative samples of the same lot be returned for analysis?

Event description:
It was reported that a patient underwent a c-section procedure on unknown date and barbed suture was used. The patient returned to the ER on an unknown date with dehiscence of the fascia and exposure of the abdomen. An additional procedure was performed on an unknown date to re-suture the wound. The current condition of the patient is unknown. Additional information was requested.